Event description:
The customer contacted physio-control to report that their device would not provide defibrillation energy during testing. There was no patient use associated with the reported event.

Manufacturer narrative:
Catalog number) in the initial medwatch report indicates: 3202459. (Catalog number) in the initial medwatch report should indicate: 3202488.

Manufacturer narrative:
(B)(4). At the customer's request, physio-control assisted the customer with purchasing a replacement therapy connector assembly. After multiple attempts, physio-control has been unable to contact the customer for additional information about the reported issue. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.